Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent inaccurate fill estimate readings occurred. Additionally, it was reported that fill resistance occurred, pump touch screen was unresponsive and missing pixels, and a continuous glucose monitor error 42 occurred. Customer's blood glucose level ranged between 54-500 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.